Manufacturer narrative:
Continuation of concomitant products: w1dr01 ipg implanted on (B)(6) 2020.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds and noise. It was also noted that the right ventricular (rv) lead exhibited chronic high thresholds. Both the ra and rv lead remain in use. No patient complications have been reported as a result of this event.